Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that this vns patient was scheduled for battery replacement for an unknown reason. On (B)(6) 2012, the patient underwent generator and lead revision. The surgery was initially scheduled as battery replacement due to ifi = yes; however, during surgery, the lead was inadvertently sliced; therefore, the lead was also replaced. The explanted generator and lead were returned on (B)(4) 2012 for product analysis. Product analysis for the explanted lead was approved on (B)(4) 2012. A portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis, the connector pin quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the areas as having extensive pitting and mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. An implant card was received noting high impedance was seen during surgery. Follow up revealed that the high impedance was believed to be the result of the sliced lead. Product analysis for the generator was approved on (B)(4) 2012. The reported "ifi = yes" was duplicated in the product analysis lab. The pulse generator performed according to functional specifications, and there were no performance or any other type of adverse conditions found with the pulse generator. On (B)(4) 2012, programming history for the patient was received from the physician's handheld device. System and normal mode diagnostics were most recently taken on (B)(4) 2012. On both dates, lead impedance was ok and ifi = yes.